Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The adjustable pressure limit valve (apl) and exhalation valve were replaced and the scavenging system cleaned to resolve the reported issue. Block a: customer contact reports there is no patient information available.

Event description:
The hospital reported a stuck adjustable pressure limit valve resulting in excessive sustained pressure in the patient circuit. The patient was manually ventilated and unit replaced. There was no report of patient injury.